Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 80% stenosed lesion was located in the mildly calcified, moderately tortuous obtuse marginal (mo) artery. The physician attempted to direct stent a taxus express2 2.5x8mm drug eluting stent, but was unable to cross the lesion. The physician then pre-dilated the lesion and again attempted to advance the stent through the guide catheter. At this point the stent fractured in the hypotube and broke into two pieces. The stent was then successfully removed and the procedure completed with a taxus express2 3.0x12mm stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.